Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 350 mg/dl at the time of incident. Customer¿s current blood glucose level was 300 mg/dl at the time of call. Customer was hospitalized due to high blood glucose. Customer state that insulin pump passed self test. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The insulin pump will not return for the analysis.